Event description:
It was reported that when the device was used during a gastric bypass procedure, the surgeon experienced a separated staple line with malformed staples. The case was converted to open. There was no other consequences to the pt.